Event description:
It was reported that within weeks of implant, the patient went in the hospital after a lead alert was activated due to noise on the pacing and sensing portion of the right ventricular lead. It was noted that a bad connection was suspected and a review of device performance data showed oversensing and varying impedance. The physician decided to monitor the system. The device and the lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The lead integrity alert triggered with two patient alerts for lead failure predictor on (B)(6) 2012 and (B)(6) 2012. Oversensing was noted with five lead failure predictor high rates - non-sustained less than or equal to 207 ms average ventricular-cycle between (B)(6) 2012 and (B)(6) 2012. There was one ventricular non-sustained tachycardia episode equal to 120 ms on (B)(6) 2012. Interference/noise was noted with a ventricular short interval count (v-sic) equal to 11.5 counts average per day, in 5.06 days, between (B)(6) 2012 and (B)(6) 2012.